Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that they waited a week after implant surgery before they turned on the stimulation. The patient reported that the manufacturer representative used the same settings as the trial, but when they turned on the stimulation, it shocked them so badly that it threw them out of the chair. The patient reported that the stimulation was set to 2.2v and it shocked their ribcage and ¿burned/fried¿ the nerves in their toes (which took several weeks to calm down). The stimulation was lowered to 0.2v. The patient reported that there was stimulation on the right side, but not the left side. The patient was working with manufacturer representatives and was told to wait 6 weeks. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-04 reporting that the first device had not worked. No further complications were reported.